Event description:
The drain broke upon removal. The retained piece was removed with a forceps.

Manufacturer narrative:
The silicone drain broke as it was being removed. The retained piece was retrieved with a forceps and no further intervention was necessary. The drain had previously been placed during an abdominal surgical procedure. The facility reported that the drain had been secured with sutures. It is not known if any instruments were used when placing the drain. The piece of the drain that was external to the pt was returned for eval. The piece that was initially retained was not returned to us. The length of the retained piece was not reported and could not be accurately determined from the returned sample. The fractured end of the drain was jagged in appearance and had two separate pieces of suturing material that were wrapped around the tubing approx 4 inches from the fractured end. The jagged edges of the fractured end and the facility's report that the drain was sutured in place suggest that the tubing may have been damaged by a suturing needle. This damage would have compromised the integrity of the tubing and would have been a contributing factor to the reported incident. When drains have been tested for tensile strength and torn artificially, the tear is straight and not jagged. We have no info to suggest a manufacturing defect caused or contributed to the reported incident. However, due to the incident and need for intervention, this medwatch is being filed.